Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory thorough product testing was performed. Visual inspection found no evidence of an arc mark. X-ray noted the plasma fuse was open. The device memory confirmed three instances of an error code for a shock lead shorted. The device declared end of life (eol) due to long charge times. The long charge times were due to the plasma fuse being open. The plasma fuse was blown open by induced damage caused by a shock into a shorted lead condition.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, a fault code was noted on the device for shock in low impedance with no possibility to reprogram the insulation damage was suspected. The patient was hospitalized and was monitored. The device and lead have been scheduled for a revision. Information was subsequently received that this device was explanted and the lead was surgically abandoned. A new device and lead were successfully implanted. No adverse patient effects were reported.